Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer continued to receive low sensor scan results below 60mg/dl and remain capable of treating themselves by eating candy and other things and every 15 minutes, based on the sensor scan. It was further reported that the customer was lethargic, described as "being in space because they could not articulate words well". As a result, the customer was unable to self-treat and was initially given an insulin injection (dose/type unspecified) by the daughter and having the daughter contacting emergency services. Upon arrival to the hospital, a lab glucose test at 364 mg/dl was obtained by the hcp. The customer was given insulin by the hcp for the hyperglycemia. After unspecified amount of time, a blood glucose test of 200 mg/dl was obtained in the hcp meter. Customer remained in the emergency room for 7 hours and was discharged after normal blood glucose levels. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer continued to receive low sensor scan results below 60mg/dl and remain capable of treating themselves by eating candy and other things and every 15 minutes, based on the sensor scan. It was further reported that the customer was lethargic, described as "being in space because they could not articulate words well". As a result, the customer was unable to self-treat and was initially given an insulin injection (dose/type unspecified) by the daughter and having the daughter contacting emergency services. Upon arrival to the hospital, a lab glucose test at 364 mg/dl was obtained by the hcp. The customer was given insulin by the hcp for the hyperglycemia. After unspecified amount of time, a blood glucose test of 200 mg/dl was obtained in the hcp meter. Customer remained in the emergency room for 7 hours and was discharged after normal blood glucose levels. No further treatment was reported. There was no report of death or permanent impairment associated with this event.